Manufacturer narrative:
This lv lead was explanted and was returned for analysis to the boston scientific post market quality assurance laboratory. Analysis could not confirm the dislodgment. Electrical current was found to be continuous in testing. No performance anomalies were noted in the analysis. If new information would become available, this report will be further evaluated and updated. Until that time, investigation is now considered closed.

Manufacturer narrative:
True alert date is (B)(6) 2010. Filing this supplement the same day as filed the original report.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead became dislodged post-implant. Surgical intervention occurred to address this issue. There were no reported patient symptoms beyond the need for surgical intervention.